Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", (B)(6). Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. On (B)(6) 2009 the complaint posted: "add me to the list - as well. After six years of wearing contacts - and never having a problem - even sleeping in them on occasion. My optometrist recommended I switch to acuvue oasys. Making it sound like the holy grail of contacts. A few months later - horrid keratitis in my right eye. I went back to my opt and he put me on antibiotics and I figured it was just a freak incident. Well...3 months later - and just yesterday - I find myself with another case of keratitis. In my left eye. This time - I went to an ophthalmologist. Who said - to never use this brand again and that it is so bad - she does not sell this to her patients. Go figure...."

Manufacturer narrative:
The adverse event reported in the patient's left eye is documented in MDR 1033553-2013-00139. The complainant's profile was no longer available on the site. Unable to send a message to this patient. Unable to request lot information or product for investigation. Keratitis is a general term and may be a serious injury. This event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling: single use or reuse.